Event description:
The surgeon reports via the sales rep that a revision procedure was undertaken for a patient on (B)(6) 2013 due to a fractured restoration t3.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding fracture involving a t3 mod rev dist stm 18mmx265mm was reported. The event was confirmed. A device evaluation not performed as no device was returned. A device history review confirmed all devices accepted into finished goods conformed to specifications. A complaint history review confirmed no other similar events for the reported lot code. The investigation concluded that the root cause of fracture is overload through absence of bony support at the medial side of the proximal stem body ever since the time of implantation, exactly at the location where 10-years later a fatigue fracture occurred. No further investigation for this event is possible at this time.

Event description:
The surgeon reports via the sales rep that a revision procedure was undertaken for a patient on (B)(6) 2013 due to a fractured restoration t3.